Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was available for investigation. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The review of the production documentation confirmed that the in-strument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to external factors during the procedure.

Event description:
The orsiro drug eluting stent system was selected for use. After successful stent deployment it took two minutes to deflate the delivery balloon.